Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 470 mg/dl (aviva) and 60 mg/dl (compact plus). Customer thought he might be hyperglycemic, so he went to work out for about 30-45 minutes after obtaining the readings. Customer states that he "almost passed out" and obtained another reading of 60 mg/dl on the compact plus meter after working out. Customer drank some juice and retested about 3 minutes later at 80 mg/dl on the compact plus meter. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
This medwatch is for the compact plus meter. Reference medwatch with (B)(6) for the aviva meter.